Event description:
Customer reported a blank display on her insulin pump. She stated the insulin pump was broken 3 and a half years ago. She also reported a hospitalization for diabetes ketoacidosis 3 and a half years ago. She also stated she had a hysterectomy when she was in the hospital. The customer stated she has been off of the insulin pump ever since. Customer's blood glucose was 219 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).